Manufacturer narrative:
(B)(4). It was reported that the home patient (hp) experienced a recurrent peritonitis event in (B)(6) 2013. The patient experienced peritonitis while hospitalized for an unspecified infection. The outcome was not reported. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with automated peritonea dialysis (apd) therapy. The patient was hospitalized for this event and treated with unreported antibiotics. The cause of the peritonitis was suspected to be a small bowel obstruction; however, this was not confirmed. The pd catheter was removed and the patient began hemodialysis. At the time of this report the patient had recovered from this event. No additional information is available. Report 1 of 4

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13g16014 and h13f05092 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).